Event description:
The customer reported discharges (arcing) from the tube and the system had to be restarted, which resulted in a temporary loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube filament was calibrated. The system was tested and found to be working as intended and returned to service.